Event description:
Pt implanted in upper vermiliion borders 4/22/98. Onset of traumatic injury and implant extrusion 6/7/98. Pt revised 6/15/1998. Medication keflex 6/15/998. Implant explanted 6/16/1998.